Manufacturer narrative:
On 08/30/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Loosen contact at the main connector inside mobile view station (mvs) (230v). New fixation of this power wire solved the issue. Issue resolved. System performed as intended. Return requested for suspect power cable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) unexpectedly became black and shut-down. The mobile view station (mvs) was turned off by moving the cart, however, a system re-boot restored normal function. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.